Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related to manufacturer report number 2938836-2018-11889. The patient presented in clinic following inappropriate defibrillation therapy from the right ventricular (rv) lead. The device was unable to be interrogated due to entering back-up vvi mode. The issue was resolved by explanting and replacing the device and capping and replacing the rv lead. The patient was in stable condition.